Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 367 mg/dl at the time of the incident. The customer's blood glucose was 209 mg/dl at the time of hospitalization. The customer's blood glucose was 167 mg/dl at the time of call. The customer stated that they were given IV. The customer stated that they were wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.